Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left atrial flutter ablation procedure, a pericardial effusion occurred. The ablation catheter was in the left appendage and the hd grid on the septal side of the line. Near the last part of the procedure when all lines were ablated, the patient became hypotensive. The ice catheter that was in place for transseptal approach was used to confirm a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. The procedure was stopped, but with successful ablation of a left atrial flutter. The patient was transferred to the ccu for observation. The patient was doing fine the day after the procedure and will be discharged. There where no performance issues with any abbott devices.